Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/31/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/31/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a010402 is capturing the reportable event of balloon migration. Device a1401 is capturing the reportable event of balloon deflation.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during an intragastric balloon placement (igb) procedure on an unknown date. While a scheduled removal of the balloon was carried out, the balloon was not found, however, a more exhaustive examination, duodenoscopy, x-ray, CT scan, was performed, and there was no evidence of the device. Therefore, it was presumably expulsed spontaneously, without the patient noticing it. The patient did not present any discomfort during the migration of the device.